Event description:
It was reproted by the rep that the device was used during a transabdominal preperitoneal repair. It was reported the surgeon fired two staples that formed correctly from the ems hernia stapler. When the third staple was fired the surgeon indicated that the device appeared to be out of staples. The firing trigger was pulled several times in an attempt to fire an additional staple. A second device was then opened and used to complete the case. There was no consequence to the patient.